Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not respond to touch correctly during maintenance. There was no report of patient injury. The clinical engineer of the distributor was dispatched to the facility and was able to confirm the reported issue. The complained touch screen was replaced with an led touch screen. Subsequent testing found no further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation ((B)(4)) has been opened to investigate this type of issue and determine if further corrective actions are necessary. Photographic inspection performed.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not respond to touch correctly during maintenance. There was no report of patient injury.